Event description:
The customer reported that the unit froze once during a case. He was able to reboot and finish the case.

Manufacturer narrative:
The ge svc rep reseated all internal boards in workstation. He adjusted the dc voltage to 5.31 vdc on p/s to provide 5.01 on boards. System appears to be operating as intended.